Event description:
The user facility reported that during a therapeutic colonoscopy procedure, the physician attempted to deploy a quickclip 2 device for a bleeding pt. The user reportedly believed the clip to have been attached to the tissue, however, when suction was applied, the clip was reportedly aspirated into the scope and become lodged into the suction valve, which was subsequently rendered inoperative. The user facility reported that the procedure was delayed by approx 15 mins and that the pt was bleeding while they attempted to located a replacement suction valve. There was no pt harm reported.

Manufacturer narrative:
Olympus followed up with the user facility to gather add'l info regarding this report. Hospital personnel provided conflicting info as to whether or not the clip was recovered, however, one rptr stated the clip fell out of the suction valve when the valve was removed from the endoscope. A second suction valve was obtained, and the bleeding was controlled and the procedure was completed. None of the equipment referenced in this report was returned for eval. The exact cause of the reported phenomenon could not be conclusively determined at this time, but based upon the info provided, user error appears to be a contributing factor. If significant add'l info becomes available, a supplemental report will follow. This report is being submitted as an MDR in abundance of caution. Add'l lot #: 04k.